Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the operating room for a normal device change out procedure. The right ventricular lead exhibited externalized conductors. The electrical function of the lead was normal and no anomalies were detected. The lead was capped and replaced. The patient was stable before, during and after the procedure.